Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error message was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event "internal issue, its saying it¿s a wet scope but its not" has leak identified at the eto valve. The most likely cause of the e216 error message was fluid in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had an internal issue, it was saying wet scope, but it wasn't. The event occurred after a diagnostic, colonoscopy procedure, that was completed with and with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.